Event description:
Foreign object, which appears to be a rusty washer, was found by staff inside the box of nitrile exam gloves. The object was stuck to the outside of one of the gloves inside the box. There was also a rusty residue from the washer on the glove. Will send to manufacturer for analysis. See scanned page.